Event description:
It was reported by the customer that bd facslyric¿ acquired erroneous results on patient samples. The following information was provided by the initial reporter: "1. Could you please clarify whether issue resolved ? No, it was observed again on another plot this week monday 11th july were patient samples involved? Yes was it obvious that the results were erroneous/could not be trusted? Yes were erroneous results reported to the clinician? No if yes, was there any negative impact to the patient? No".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that bd facslyric¿ acquired erroneous results on patient samples. The following information was provided by the initial reporter: "1. Could you please clarify whether issue resolved ? No, it was observed again on another plot this week monday 11th july. Were patient samples involved? Yes. Was it obvious that the results were erroneous/could not be trusted? Yes. Were erroneous results reported to the clinician? No. If yes, was there any negative impact to the patient? No".

Manufacturer narrative:
H.6 investigation summary : scope of issue: the scope of issue is only limited to facslyric 3l8c instrument, part # 654587, and serial # (B)(6). Problem statement: the customer reported a complaint regarding erroneous results that occurred on (B)(6) 2022. Erroneous results pose a risk that may impact patient diagnosis and treatment. The instrument was repaired and found to be functioning as expected, and neither the customer nor any patients were harmed due to this issue. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part # 654587. Date range from 15jul2021 to date 15jul2022. Device history record (DHR) review: DHR part #654587, serial # (B)(6), file # (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Complaint history review: there are zero complaints related to the issue of erroneous results for part # 654587. Date range from 15jul2021 to date 15jul2022. Returned sample analysis: a complaint sample was not requested to be returned because no parts were replaced. Service history review: review of related work order #: n/a; case # n/a. Install date: (B)(6) 2019. Defective part number: n/a. Work order notes: n/a. Labeling / packaging review: n/a. Risk analysis: risk management file part # (B)(6) , rev. 08/vers. Ab, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? ¿yes ¿no. Azure ID: 89216 . ID: libivd-ra-115 3.1.14. Reg status: ivd; ruo. Hazard: s/w files corrupted. Cause: wrong information from facsuite clinical software or the facsuite software imported file. Harmful effects: potential wrong result leading incorrect results. Residual probability: 1. Residual severity: 3. Residual risk index: 3. Residual risk evaluation: a. New hazards: none. Potential causes: based on the investigation, the potential cause is unknown and cannot be determined because of no follow up response after 4 attempts. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the potential cause could not be determined because of no response after 4 attempts. Per (B)(4), an engineer had communicated that this is in fact a software issue related to set up of forward/side scatter settings via the software module and not an instrument issue, however, did not yet have a resolution. Four attempts were made to retrieve data, a root cause or resolution to conclude our investigation per (B)(4), but there were no responses. Although this complaint involved erroneous results, no results were reported to the clinician, nor was a patient harmed or injured from diagnosis. The safety risk of this hazard has been identified to be within the acceptable level. This complaint investigation will be closed. Conclusion: based on the investigation, the complaint was not confirmed and the potential cause of erroneous results could not be determined. No conclusion could be made because of no response after four attempts to retrieve additional information. No erroneous results were reported to clinicians and no patients were harmed due to this issue. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results, a CAPA is not required because there was no impact to customer and patient health or safety. Supporting document: n/a.